Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery test alarm. The customer's blood glucose was 94 at the time of the call. The customer states he received a blank display, and failed battery test. The blank display returned even after a replacing the battery and the battery cap. The customer stated that the battery cap is corroded. The customer was advised to disconnect from the insulin pump. The insulin pump will not be returned for analysis.